Event description:
Customer reports the spectrum monitor displayed high co2 which may have affected co2 monitoring. No pt injury reported.

Manufacturer narrative:
Company rep replaced u9 on cpu board. Tested, calibrated and safety checked unit to factory specifications.